Event description:
It was reported that a network outage occurred affecting multiple pic devices. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) visited the customer site. The fse spoke to the customer information technology (it) department who stated they were experiencing a downtime event affected multiple pcs across several areas. It was also stated that while existing patients continued to send vital signs to pic ix, new patients could not be admitted, and their vital signs were not displayed. It was confirmed that the hospital was experiencing power issues and a lot of philips equipment was affected. The fse confirmed that following the event, the affected systems entered local mode. During troubleshooting the fse observed that multiple access points (aps) disconnected and reconnected during the downtime. The fse also checked with the customer information technology (it) department that the systems were reachable. The fse confirmed that by placing an affected pc (telesurv2) in service mode temporarily allowed the data to populate. The fse determined that the issue was caused by the absence of a central interface (ci) master, which prevented proper system coordination and blocked new patient admissions and data flow. The fse confirmed that once a ci master election successfully occurred and after a restart of the device all pcs reconnected to the server. It was confirmed that patient admissions were now functioning and vital signs are properly displayed when assigning devices. It was also confirmed that one pic ix would not start monitoring and required reimaging. Once complete the device was functioning as intended. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the lack of a confirmed ci master.